Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic gastrectomy. Event description: product: 12x100mm kii opt zthr trocar. Before the operation was completed, while attempting to retrieve the specimen, fragments of the trocar were discovered inside the abdominal cavity. The operator has successfully removed the fragments. No impact to the patients. Product available for return: 1 trocar. Additional information received on 24jan2024 via email by distributor: the fragment was from the cannula. The surgery was finished with the same device, since the fragments were only discovered towards the end of the surgery. 5mm grasper was used with the trocar (that might have caused the incident). Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. However, upon visual inspection, the returned cannula was determined to not be an applied medical cannula and does not belong to any applied medical device. The visual inspection of the event unit confirmed that an applied medical product was not involved in the reported event. Therefore, a product malfunction did not occur with an applied medical product and the event is not reportable. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Event description:
Procedure performed: laparoscopic gastrectomy. Event description: product: 12x100mm kii opt zthr trocar. Before the operation was completed, while attempting to retrieve the specimen, fragments of the trocar were discovered inside the abdominal cavity. The operator has successfully removed the fragments. No impact to the patients. Product available for return: 1 trocar. Additional information received on 24jan2024 via email by distributor: the fragment was from the cannula. The surgery was finished with the same device, since the fragments were only discovered towards the end of the surgery. 5mm grasper was used with the trocar (that might have caused the incident). Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and met specifications. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: laparoscopic gastrectomy. Event description: product: 12x100mm kii opt zthr trocar. Before the operation was completed, while attempting to retrieve the specimen, fragments of the trocar were discovered inside the abdominal cavity. The operator has successfully removed the fragments. No impact to the patients. Product available for return: 1 trocar. Additional information received on 24jan2024 via email by distributor: the fragment was from the cannula. The surgery was finished with the same device, since the fragments were only discovered towards the end of the surgery. 5mm grasper was used with the trocar (that might have caused the incident). Patient status: no patient injury or illness occurred associated with the complaint event.